Manufacturer narrative:
The product was not returned for analysis. A photo was provided. The photo shows iol inside a specimen container. The lens appears to be split/cut in half. The reported complaint cannot be confirmed from the picture attached. Based on our observation of the attached photos, the lens is inside a specimen container and appears to be split/cut in half. A final root cause cannot be determined based on available information. We are unable to confirm product damage without evaluation of the physical product. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was broken. A backup lens was used to complete the procedure. Additional information was requested.